Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated an atrial tachyarrhythmia therapy (atrial lead position check). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: w4tr02 crtp, implanted: (B)(6) 2019; 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed position check. The lead remains in use. No patient complications have been reported as a result of this event.